Event description:
New information received indicated that loss of capture was noted on the lv lead. Re-programming was performed. The patient was stable.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high capture threshold at an in-clinic check-up. It was also noted that the patient lv ejection fraction had decreased. Programming changes were performed. Patient status was stable.